Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following section has been updated :a2, d1, d4, d10, g4, h2, h3, h4, h6, h10. The event could not be confirmed based on the available information. The product analysis can't be performed as the product was not returned. The review of the device manufacturing quality record indicates that 12 products avantage cemented shell ss diameter 48mm, reference (B)(4), batch 0001105980 were manufactured on 7 march 2016. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. The review of the sterilization certificate indicates that the products were sterilized according to the specification. 2 complaints have been recorded for avantage cemented cup s48, batch 0001105980 within one year regarding infection and revision. According to available data, the exact root cause can¿t be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that an initial left total hip arthroplasty was performed with implantation of an avantage cemented shell ss diameter 48mm on (B)(6) 2017. Subsequently, the patient was revised on (B)(6) 2018 due to recurrent dislocations, instability, and impingement. The avantage cemented shell ss diameter 48mm was left in place. The stem and femoral head were replaced with a competitor product, and the bearing was replaced by the avantage e1 inlay s48 / 28. The patient subsequently experienced pain and a "pop" in the femur. X-rays revealed a femoral periprosthetic fracture and concurrent infection. On (B)(6) 2018, the patient underwent a stage 1 revision of all components with implantation of an antibiotic spacer (investigated in the current complaint). The spacer was removed during the stage 2 revision on (B)(6) 2019.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following section has been updated : g4, h6, h10. The event could not be confirmed based on the available information. X-ray before surgery have been received. They were interpreted by the orthopedic r&d manager and it was noticed the following observations: the whole device is not compatible as the stem and the head comes from stryker whereas the cup and the inlay are manufactured by zimmer biomet. As the bone fracture is periprosthetic, it is more probable that the device responsible is the stem and not the cup or the insert. This is confirmed by x-ray after implant removal. The stem is proud, which might cause the periprosthetic fracture. Surgical notes have been received. It was found that the patient previously suffered from infection in (B)(6) 2018. Recovery from this initial infection took several months and doctors noted that patient had a lack of healing. The patient underwent a revision surgery on (B)(6) 2018 and suffer from a new infection on (B)(6) 2018. The patient¿s lack of healing might explain the new infection. The product analysis can't be performed as the product was not returned. The review of the device manufacturing quality record indicates that 12 products avantage cemented shell ss diameter 48mm, reference (B)(4), batch 0001105980 were manufactured on (B)(6) 2016. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. The review of the sterilization certificate indicates that the products were sterilized according to the specification. 2 complaints have been recorded for avantage cemented cup s48, batch 0001105980 within one year regarding infection and revision. According to available data, the exact root cause can¿t be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that an initial left total hip arthroplasty was performed with implantation of an avantage cemented shell ss diameter 48mm on (B)(6) 2017. Subsequently, the patient was revised on (B)(6) 2018 due to recurrent dislocations, instability, and impingement. The avantage cemented shell ss diameter 48mm was left in place. The stem and femoral head were replaced with a competitor product, and the bearing was replaced by the avantage e1 inlay s48 / 28. The patient subsequently experienced pain and a pop in the femur. X-rays revealed a femoral periprosthetic fracture and concurrent infection. On (B)(6) 2018, the patient underwent a stage 1 revision of all components with implantation of an antibiotic spacer (investigated in the current complaint). The spacer was removed during the stage 2 revision on (B)(6) 2019.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Concomitant medical products: avantage e1 inlay s48 / 28; item: p0561e48; lot: 0001276929; palacos cement; item #: 66017569; lot #: 89534684, (not zimmer biomet product). The device was not returned to the manufacturer. Therefore it could not be analyzed. The review of the device manufacturing quality record indicates that 12 products avantage cemented shell ss diameter 48mm, reference p0463048, batch 0001105980 were manufactured on 7 march 2016. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that an initial left total hip arthroplasty was performed with implantation of an avantage cemented shell ss diameter 48mm on (B)(6) 2017. Subsequently, the patient was revised on (B)(6) 2018 due to recurrent dislocations, instability, and impingement. The avantage cemented shell ss diameter 48mm was left in place. The stem and femoral head were replaced with a competitor product, and the bearing was replaced by the avantage e1 inlay s48 / 28. The patient subsequently experienced pain and a "pop" in the femur. X-rays revealed a femoral periprosthetic fracture and concurrent infection. On (B)(6) 2018, the patient underwent a stage 1 revision of all components with implantation of an antibiotic spacer (investigated in the current complaint). The spacer was removed during the stage 2 revision on (B)(6) 2019.